Event description:
Additional information was received from the patient. Patient called back and mentioned seeing the low battery message and that their ins battery was low. They stated they had a heart test for which they needed the therapy off and now that the test was over the patient wanted to try to turn the therapy back on. Patient services walked the patient through connecting to their settings. The patient briefly saw the low ins battery screen but they were unable to bypass it and then the patient received the poor communication screen and they were unable to connect. Patient services reviewed the ins was most likely depleted. The patient stated their doctor wanted them to wait to get their replacement now due to the results of their heart test so the patient stated they'd have to just "deal with" their symptoms now until they could get the replacement. The patient stated they'd been doing it for years so they knew what to do and that they'd continue to be in touch with their managing health care provider (hcp) and other doctors about their next course of action.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was to report that the implant is no longer working. Patient said that they noticed a return of symptoms about 3 - 4 months ago, probably longer(year confirmed). Patient said that did have an appointment about 3-4 months ago and said that the healthcare provider didn't check the implant but just told patient that the battery most likely is dead and needs to be replaced. Patient mentioned that they have are scheduled to have system replaced on october 2nd. With assistance, patient connected to implant and was able to connect. Reviewed meaning of therapy screen and patient confirmed that sees the low ins battery indicator and also that stimulation is off (no lightening bolt). Reviewed information with patient. Patient decided that is going to keep stimulation off.